Event description:
(B)(4). Every time I have sex with my wife I get cuts on my penis, it swells up, I get a rash on my penis and it only happens when I have sex with her. I am allergic to nickel and essure has nickel, this device has ruined our entire lives. It needs to be recalled. Enough is enough!!!